Event description:
This is being filed to report the leak. It was reported that during preparation while inserting the dilator into the steerable guide catheter (sgc) a loss of fluid column was noted. Troubleshooting attempts were unsuccessful and the sgc was replaced. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak/ splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.